Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information received: did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? No. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Patient was prescribed topical steroids. Patient status/ outcome / consequences ? Yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient experienced allergic contact dermatitis after use of dermabond prineo post-tkr. Symptoms include redness and itchiness surrounding the area where dermabond prineo was applied. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. If yes, describe : patient was prescribe topical steroid to treat contact dermatitis, is the patient part of a clinical study: unknown. Device property of :none. Device in possession of :none. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date /day post op was the reaction noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a left total knee replacement on unknown date 2022 and topical skin adhesive was used. Patient experienced allergic contact dermatitis on left knee after use of adhesive post surgery. Allergic reaction was discovered 1 week post-op. Symptoms include redness and itchiness surrounding the area where it was applied., patient was prescribed topical steroid to treat contact dermatitis. Additional information has been requested.